Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation. It was noted the patient saw a ¿call your doctor¿ icon and 574 error code. The reporter stated they could not turn stimulation on. It was noted the patient had an appointment to see their healthcare professional on (B)(6) 2013. It was further noted the patient wanted to meet with a manufacturing representative at the appointment. The reporter stated they first saw the 574 error code about a week ago. It was noted the patient was still recovering from their replacement procedure and their back was ¿killing them.¿ refer to manufacturer report #3004209178-2013-20308.